Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the right ventricular lead exhibited an episode of oversensing. The patient presented in clinic on (B)(6) 2019. The oversensing was not reproducible, and it was unknown what caused the oversensing episode. The device was reprogramed. The patient was stable.